Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018. Patient codes: (B)(4) - change in bowel movements. It was reported that the patient experienced abdominal pain, change in bowel movements, nausea, urinary frequency and hernia recurrence following surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.